Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose above 180 mg/dl, and the ilet system initiated a correction bolus after a delay that was attributed to elevated insulin on board following a larger-than-usual meal announcement. Symptoms included elevated blood glucose. Outcomes included a subsequent downward trend in blood glucose after the system-delivered correction. Investigation included review of device behavior relative to insulin on board and automated correction logic. Investigation of this case revealed device performance consistent with design safeguards to delay additional insulin when insulin on board is high to mitigate overcorrection risk. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with expected algorithmic modulation of insulin delivery in the presence of elevated insulin on board. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.